Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 months after implant. Reason stated was, the wrong iol power was implanted, no patient injury..

Manufacturer narrative:
The intraocular lens (iol) was received and is currently being analyzed at the manufacturing site. The patient's initial implant was replaced with a higher diopter iol, suggesting the iol was not the cause of this event. All available information is included in this report

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. Actual patient results were not supplied. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The returned iol was measured for power and was correct as labeled, 18.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Will continue to monitor and trend all reports received.